Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device gave the severe glare in the upper portion of doctor¿s vision during laparoscopic cholecystectomy procedure. The user completed the procedure with the subject device. There was no patient injury associated with this report.